Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalize due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was unknown at the time of incidence. Customer reported that they received insulin pump error alarm. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.